Event description:
It was reported to medtronic minimed that the customer observed insulin pump screen flashing medtronic logo and pump was warm/overheating. The customer reported hyperglycemia and blood glucose value was 544 mg/dl. The event involved product(s) mmt-1884. Troubleshooting was performed for flashing pump and medtronic logo on the screen was not a single flash and unknown pump error was displayed on the screen. The customer declined the troubleshooting for pump overheating. No further patient complications were reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and selftest. Successfully downloaded history files and traces using thump. No delivery alarms on event date or 2 days prior from event date. Unexpected pump error 53 after bolus delivery during testing, per software r&d pump analysis log "pump error 53 (file/line=32/266) was triggered in hrm_power_measurements. C file function rm_) since loaded measurements were not completed within 500 msec - suspecting the hw". Pump error 54 (file number = 32149 and line number = 202) was present in the history files. (B)(6) 2025 10:02:47.000. No unexpected battery/power alerts/alarms in the history files on or 7 days before the event date. The power management graph was in spec. The p-cap locks properly into the reservoir compartment. The pump was cut open and moisture damage was noted on the electronic stack during visual inspection. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), stained keypad overlay buttons, pillowing keypad overlay, partially peeling keypad overlay, cracked case-corner of belt clip rails, cracked battery tube threads, partially peeling serial number label, and scratched case. Flashing medtronic logo, overheating of pump were not noted during analysis. Screen damage was confirmed. Pump error 53 and pump error 54 was confirmed due to moisture damage on the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.